Event description:
Reportedly, the subject device was interrogated with an inductive cpr3h head; however, the communication was intermittent and telemetry errors occurred due to the associated defective dongle. The programmer was restarted and the new pacemaker interrogation revealed fast pacing rate on the ECG. Normal pacemaker functioning was then observed and when ending the interrogation, the pacing rate increased again; waiting longer, it decreased. No ECG of this event is available. It is suspected that the sensor led to pacing at high rate. Preliminary patient files analysis did not reveal any anomaly with the subject pacemaker.

Manufacturer narrative:
Preliminary analysis revealed that the observed variations of the cardiac rate during the follow-up could be due to the atrial sensing test requested by the user and to the patient¿s physiology.

Event description:
Reportedly, the subject device was interrogated with an inductive cpr3h head; however, the communication was intermittent and telemetry errors occurred due to the associated defective dongle. The programmer was restarted and the new pacemaker interrogation revealed fast pacing rate on the ECG. Normal pacemaker functioning was then observed and when ending the interrogation, the pacing rate increased again; waiting longer, it decreased. No ECG of this event is available. It is suspected that the sensor led to pacing at high rate. Preliminary patient files analysis did not reveal any anomaly with the subject pacemaker.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was interrogated with an inductive cpr3h head; however, the communication was intermittent and telemetry errors occurred due to the associated defective dongle. The programmer was restarted and the new pacemaker interrogation revealed fast pacing rate on the ECG. Normal pacemaker functioning was then observed and when ending the interrogation, the pacing rate increased again; waiting longer, it decreased. No ECG of this event is available. It is suspected that the sensor led to pacing at high rate. Preliminary patient files analysis did not reveal any anomaly with the subject pacemaker.